Event description:
A user facility reported to olympus the evis lucera elite colonovideoscope was leaking from distal end. Upon inspection and testing of the customer returned device, it was observed that additional parts existed inside the control section. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center completed a comprehensive leakage check and the device was found to be leaking from the control body. In addition, the automated air leak test failed, the condition of variable stiffness knob is leaking and the down angle measurement is strained. During the first disassembly stage the technician identified an additional angulation block. This block was believed to have been added during the previous repair on (B)(6) 2021. Investigation activities have been opened to manage the actions related to this event. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer specified fault of leaking was confirmed. This fault is believed to be a result of user handling. The additional angulation block in the control body is due to a failure in the repair process, the angulation block is believed to have been introduced during the previous repair in which the endoscope underwent a major repair. The angulation block had the potential to travel into the angulation mechanism. A major repair is required to return the instrument to the OEM specification. The suggested root cause of the additional angulation block is a failure in the repair process. Olympus will continue to monitor field performance for this device.